Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this newly implanted pacemaker had a thirty day check and was at three and a half to four years battery remaining. As of this time, this device remains in service. No adverse patient effects were reported.